Manufacturer narrative:
(B)(4). The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. The customer provided two photos for evaluation; the first photo revealed two radial artery catheters; one intact and one that was separated into two pieces and the second photo displayed the lidstock information. The customer returned one catheterization set along with the second intact catheter for evaluation. Visual examination of the intact catheter revealed a typical device and had no signs of use. The catheterization set was returned with a significant bend in the needle cannula. The catheter pertaining to the complaint had a complete separation adjacent to the juncture hub. Clean, angled edges were observed at the separation point. No evidence of stretching was observed. The appearance was consistent with damage resulting from the catheter being retracted back over the needle bevel after advancement. The two catheter portions measured to be 1.125" and 0.250" via calibrated ruler, totalling 1.375" which was within specifications of 1.367-1.382" per product drawing. The outer diameter of the catheter body measured to be 0.0360" via calibrated calipers which was within specifications of 0.035-0.037" per product drawing. The inner diameter of the catheter body (measured from the proximal end) measured to be 0.027" via calibrated pin gauge which was within specifications of 0.027-0.029" per product drawing. This indicated that the wall thickness measured was within specifications. Functional testing was performed on both returned catheters. The proximal portion of the separated catheter was flushed with water using a lab inventory 10cc syringe and flushed as expected. No blockages or leaks were observed. This was repeated with the intact catheter with the same results. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." A device history record review was performed, and no relevant findings were identified. Based on the condition of the sample received and the customer report, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "body of catheter broke off into patient's arm; small incision was made to retrieve it." Additional information was requested but was not available at the time of this report.

Event description:
It was reported "body of catheter broke off into patient's arm; small incision was made to retrieve it." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4).